Event description:
Customer reported via phone call that they have been experiencing high blood glucose. Blood glucose value was 253 mg/dl; customer treated with manual injection. Customer stated that when blood glucose levels go over 200 mg/dl they start feeling imbalanced. Customer stated that the issue has been going on since the last doctor's appointment on 01/13/2015. During troubleshoot; it was stated the drive support cap is recessed. Customer has found some air bubbles in the reservoir and the tubing but no insulin leaks. Insulin did exit the tubing with manual prime. Customer has had some bent cannulas on the infusion sets; current set was removed and the cannula was straight. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.